Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in-clinic with the patient¿s pacemaker in back-up vvi. A device download was successfully performed return the settings as intended. The patient was in stable condition and will continue to be monitored.